Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with the pump head module issue was confirmed by service. The root cause of the reported condition was undetermined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter (B)(4). Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction involving the pump head module. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.